Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 1000mg/dl and atrial fibrillation. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date, and if any permanent damage was sustained, however, customer indicated the issue was resolved.